Manufacturer narrative:
It has been reported that the device was removed due to an issue with the patient's arteries, not a problem with the pump. Attempts to obtain additional information and product identifiers have not been responded to. However, it has been reported that the device will be returned. Upon completion of the investigation, a follow-up report will be submitted. Device not available.

Event description:
It was reported that the pump had been explanted. The sales rep was informed that the explant was not due to a device failure, but rather an issue with the patient's arteries. No additional event information or product identifiers have been provided.

Manufacturer narrative:
(B)(4). Upon completion of the investigation it was noted that the rep said that pump was not removed due to an issue with the device. An issue with the patient's arteries was the reason the pump was removed. Since this pump was not removed due to pump issues, evaluation of the pump is not required. The pump will be archived in the return lab. Should functional testing be requested at a later date an evaluation of this pump will be performed. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. This complaint is considered to be closed. Device not available.